Event description:
It was reported that the pt was admitted for a recurring infection. On the day of discharge, the pt became short of breath and diaphoretic with chest pain. An echocardiogram showed pulmonary hypertension. A cardiac catheterization revealed no blockage with normal coronary arteries. The angio-seal was deployed; hemostasis was achieved. The pt was uncooperative and would not keep his leg straight and still during the procedure. The physician indicated that he was unsure if the device was deployed correctly due to the pt's size. The pt's right leg felt numb and the popliteal artery was not palpable; a repeat angiogram showed that the angio-seal anchor was not flat against the arterial wall. The pt's femoral artery was repaired and pulses were restored. The surgeon noted that the anchor was caught on a piece of plaque. Four days later, the pt was discharged.